Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis.

Event description:
Customer reported the em210 heated up in 30 seconds or less prior to use. There was no patient impact.